Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092 serial# unknown, product type: accessory. Product ID: 37702, serial# (B)(4), implanted: (B)(6)2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for cervical radiculopathy. The patient reported that they had a poor communication screen on the patient programmer and the patient programmer doesn¿t connect to the ins. Troubleshooting was initiated and the antenna was secured in place and sync with the ins but that did not resolve the poor communication issue. The patient programmer was placed directly over the ins and sync, but the poor communication issue remains unresolved. It was reported that the patient programmer had an unknown error code. The patient reported that the patient programmer has been showing a ¿call your doctor¿ screen. The patient reported that they had the ins since 2011 and it was checked to be fine. The patient reported that they were supposed to have a surgery and get an updated ins and put a lead in the back. The patient reported that they did not get the surgery because of the cost, but they had an accident and people were going to pick up the cost and pay for the surgery. The ins will be updated, and new lead put in. It was reported that the ins is in the back area and the lead in the neck area. The patient reported that the lead is in the neck and every movement they make is different, they feel everything. It was reported that stimulator is on all the time and is turned off at night.